Manufacturer narrative:
(B)(4). The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
During an atherectomy procedure using a diamondback 360 coronary orbital atherectomy device (oad), the patient experienced slow flow, no flow and ectopy. All were resolved with administration of glyceryl trinitrate (gtn). Following the procedure, the patient reported chest pain and a small branch of the obtuse marginal (om) artery was found to be occluded. Further gtn was administered, the patient was monitored and discharged a couple of days later.